Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited capture and sensing anomalies due to a suspected lead fracture.